Event description:
New information noted that the patient was brought to the clinic on (B)(6) 2019 due to the reported intermittent loss of capture on the right ventricular lead. The patient is not pacer dependent and was asymptomatic to the event. Programming changes were performed. The patient was stable before, during and after the in-clinic interrogation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the right ventricular lead exhibited intermittent loss of capture. No intervention was performed. The patient was in stable condition.